Event description:
On 16jul2025, a johnson and johnson vision care sales representative called on behalf of an eye care provider¿s (ecp) office in canada to advise that a patient (pt) ¿experienced cornea that was cut and had to received emergency treatment for event¿ while wearing an acuvue® vita¿ brand contact lens (cl). On 16jul2025 and 21jul2025, calls were placed to the pt¿s ecp for additional medical information, but nothing additional was provided. On 18jul2025, 21jul2025, and 24jul2025, calls were placed to the pt for additional information, but nothing additional was provided. On 21jul2025, the event was determined not to be a serious adverse event with the limited information provided. On 28jul2025, an additional call was placed to the pt. A voicemail was left requesting the pt return the call. On 02sep2025, the pt provided additional information. The pt reported ¿issues with the last box of vita lenses.¿ the pt reported irritation immediately upon insertion or shortly after and used the entire box in 2 weeks. The pt used the last set and while working, the left eye (os) became extremely irritated and the pt rushed to the hospital. The pt was not admitted, but ¿was there for several hours.¿ the emergency room (ER) doctor was not an eye specialist but advised the pt ¿could have an ulcer due to the lenses but called an eye specialist while the pt was in the ER to consult.¿ the phone consultation between the ER doctor and eye specialist advised the pt be prescribed antibiotic drops to use every hour and advised to follow-up with the specialist the following day. The pt saw the specialist the following day and the doctor did not think the pt had an ulcer, but ¿had a very deep cut os.¿ the pt was advised to continue the antibiotic drops every hour. The pt had a follow-up one week later with the specialist who advised the pt that the eye healed and had the pt stop the eye drops. The pt has not had any additional follow-up. The pt did not notice anything unusual with the lenses prior to insertion or after removal, but due to the eye pain, the pt went to the hospital and was unable to inspect the suspect lens. The pt reported the event began sometime in jul2025 (the exact date is unknown). On 02sep2025, an email was received from the pt with additional information. The pt provided a noted dated 29aug2025. The date of event is 02jul2025. The pt reported symptoms of ¿extreme pain, watering eye and loss of sight in the left eye, extreme sensitivity to light.¿ the pt states the discharge instructions from the ER were dated (B)(6) 2025, apply moxifloxacin to os hourly or as needed; apply erythromycin to left eye every day at bedtime for 1 week, can add during the day for pain. The pt reported ¿going through this box of lenses in under two weeks, replacing 30-day wear contacts frequently, approximately six times, due to ongoing discomfort.¿ the pt reported on 02jul2025, the lens was a new cl, opened that day. The lenses caused severe pain and ¿sudden loss of vision in my left eye.¿ the pt had an appointment with the ophthalmologist on (B)(6) 2025 with a follow-up appointment on (B)(6) 2025. The pt also reports a ¿complete eye exam¿ on (B)(6) 2025. The pt reported the os ¿seems to be rejecting contacts.¿ the pt reported trying 3 different trials since the incident but had trouble with ¿two or three.¿ the pt is also ¿extremely sensitive to light, more so than before the incident.¿ the pt also provided a note from the ER, dated (B)(6) 2025, ¿r/o corneal ulcer vs abrasion.¿ the pt also provided a prescription, dated (B)(6) 2025 to begin moxifloxacin opht o.5% eye drops, qid os for 1 week. On 02sep2025, the event was determined to be a serious adverse event. On 02sep2025, 04sep2025, 05sep2025 and 08sep2025, calls were placed to the pt¿s ecp office for additional medical information, but nothing additional has been received. No additional medical information has been received. No additional information is expected. The pt¿s os event will be reported as worst-case as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. A comprehensive review of the manufacturing records for lot number b015nnd was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The pt refused to provide the suspect product for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.